Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the lens was scratched in the iol delivery system. The lens was inserted into the eye prior to the scratch being noticed. The incision was enlarged to facilitate removal of the lens. Additional information has been requested.